Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparative. Reporter stated device read 39 mg/dl at 14:10 and a lab measured 121 mg/dl with no time between testing. Reporter indicated controls were run and found to be within an acceptable range as well as there was no treatment info to provide on the pt. A request was made for the return of the suspect device and replacement product was sent.